Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set leakage from tube events on 03-may-2024. No further information available.